Event description:
On (B)(6) 2012, we became aware of a customer who reported that their home care pts were reporting that their tpn bags were running dry before expected. The customer stated that they made seven bags each for seven in-home pts and stated that after they received the report, new bags were made and all seven pts destroyed their remaining six bags. The customer reports that there were no adverse affects to their pts.

Manufacturer narrative:
The em2400 compounder is an automated compounding device (acd) that streamline multi-source mixing applications for pharmacies. Our investigation has shown that the em2400 compounder operated as intended, but that the user swapped the inlet line placement of the water and dextrose. Subsequent investigation revealed that the user failed to perform a manual crosscheck of the initial compounder set-up for the baxa exactamix 2400 compounder: "priming the inlets and verifying the setup." This section states that a pharmacist is responsible for reviewing and approving the setup of the compounder and gives instructions on how to do so. Baxter technical support sent the customer an em2400 training video to help re-enforce the set-up and verification stage of the compounder operations. The operator manual defines calibrating the compounder as the procedure used to ensure that the pump delivers the intended volume of each ingredient and specifies that water is used for this procedure. Because the customer switched the water and dextrose lines, and dextrose was used to calibrate the compounder rather than water, the calibration factor was off. This caused the pump to think it is pumping harder than it was and therefore the end bag would be light in weight; when delivered to the pt, the bag would run dry before anticipated. The black box report is being reviewed to determine if the final bag weights were within the acceptable, specified plus-or-minus 3% range of the calculated weight. The black box report is a chronological list of all important sys activity for a specific period of time which may be used by baxter technical support for troubleshooting purposes; on (B)(4) 2012, baxter technical support received the black box report for this event and is reviewing it. Risk documentation was reviewed and it was determined that the reported issue is not occurring with greater frequency or severity than anticipated for the device. This issue will continue to be monitored per baxter trend analysis procedure.